Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation." Device remains implanted.

Event description:
Patient reported, right side "deflation". Healthcare professional, later reported, right side "valve leak". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed, 1 opening assessed, as cracked valve seat diaphragm valve. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional later reported right side "valve leak." Device has been explanted and replaced.